Event description:
Date of surgery: 2006. It was reported that the tip of the instrument broke off intraoperatively. The fragment remained imbedded in the l5 vertebra of the pt. It was the opinion of the surgeon that the clinical outcome would not be affected, therefore, decided to leave the device fragment. No pt complications were reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product eval is not possible. Unable to determine the cause of the event.